Event description:
It was reported to boston scientific corporation that a pinnacle anterior apical pelvic floor repair mesh was implanted into the patient on an unknown date. According to the complainant, the patient experienced pain due to eroded mesh and additional treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device lot number: the reported device lot number is 0ml103032. However, this lot number does not match the reported upn.